Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the metal clicker of the device was broken off. Functional testing found the metal clicker on the device was broken and detached from the device. The clicker tab failure is due to extensive use of the device. A large number of cycles tend to fatigue the clicker. The device's usage data was reviewed and it was identified the device had 700+ initiated seals. This device was forwarded to engineering for further analysis. Design engineer has reviewed this device and confirmed these findings. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the performance of this single-use device has been tested according to the expected conditions of a single surgical procedure. The customer is advised to refer to the IFU for correct use of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, a piece of 3 mm metal from the device in the handle closing mechanism fell into the patient's wound. The ligasure handle was closed/instrument was closed and then this piece of metal fell down into the patient. It was picked manually to be removed. X-ray was not necessary. There was no any medical procedure needed to remove the piece from the patient. Another ligasure device was used successfully with this generator. The event was not generator related. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, a piece of 3 mm metal from the device in the handle closing mechanism fell into the patient's wound. The handle was closed/instrument was closed and then this piece of metal fell down into the patient. It was picked manually to be removed. It was also stated that x-ray was not necessary. There was not any medical procedure needed to remove the piece from the patient. Another device was used successfully with this generator. The event was not generator related. There was no patient injury.

Manufacturer narrative:
Additional information: notified date, g3. Correct: medtronic notified date is july 17, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.